Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: UDI #- (B)(4). On december 12, 2018, it was reported that the device shuts itself off and reads incorrect time of inflation. The customer returned an a.t.s. 4000 tourniquet device, serial number 401702170009., for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number . Product review of the a.t.s. 4000 tourniquet on december 20, 2018 revealed that the service technician was not able to exactly replicate the issue reported in the complaint. However, the device did have an e0003 watchdog timer (wdt) failure in the error log and the power switch functioned intermittently. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on december 20, 2018 which included replacement of the main printed circuit board (pcb) and flex assembly. A.t.s. 4000 tourniquet, serial number 401702170009., was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device shuts itself off was confirmed since during the product review it was noted that the power switch functioned intermittently. The reported event that the device reads the incorrect time of inflation was confirmed since during the product review it was noted that the device had an e0003 watchdog timer (wdt) failure in the error log. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device had an e0003 watchdog timer (wdt) failure in the error log and the power switch functioned intermittently. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the pressure setting didn't match the actual pressure and reads incorrect time of inflation. The event occurred during surgery. There was no harm or delay reported. No adverse events reported as a result of this malfunction.